Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 (malfunction in tube misloading detection circuitry) alarm. The alarm occurred during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during functional tests and review of the alarm log. The cause of the condition was force sensing resistors (fsrs) out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.